Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oophorectomy, leiomyoma, ovarian cyst, grand multiparity, uterine bleeding, fibroids and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (tatal laproscopic hysterectomy and left salpingo-oophorectomy with da vinci robot). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterine haemorrhage to be related to essure. The reporter commented: there were two coils in the uterine cavity.the left tube was then similarly plugged with three coils being visible on that side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2020: essure devices in place, no fill of fallopian tubes. Most recent follow-up information incorporated above includes: on 14-oct-2020: fu 1& 2 process together, mr received: lot number, medical history, lab data, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no: 916882-no valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oophorectomy, leiomyoma nos, follicular cyst of ovary, grand multiparity, uterine bleeding, fibroids and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (tatal laproscopic hysterectomy and left salpingo-oophorectomy with da vinci robot). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterine haemorrhage to be related to essure. The reporter commented: there were two coils in the uterine cavity. The left tube was then similarly plugged with three coils being visible on that side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2020: essure devices in place, no fill of fallopian tubes. Lot number reported (916882) is not valid. Most recent follow-up information incorporated above includes: on 27-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 916882-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oophorectomy, leiomyoma nos, follicular cyst of ovary, grand multiparity, uterine bleeding, fibroids and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (tatal laparoscopic hysterectomy and left salpingo-oophorectomy with da vinci robot). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterine haemorrhage to be related to essure. The reporter commented: there were two coils in the uterine cavity. The left tube was then similarly plugged with three coils being visible on that side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2020: essure devices in place, no fill of fallopian tubes. Lot number reported (916882) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (tatal laparoscopic hysterectomy and left salpingo-oophorectomy with da vinci robot). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.